Manufacturer narrative:
Electrode belt sn (B)(4) and monitor sn (B)(4) were not recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or patient death. Device manufacture date monitor: 06/17/2016; belt: 03/07/2011.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2019. Events surrounding the patient's passing were not reported. Review of the download data, indicates the patient received one shocks in response to CPR/motion artifact. The patient was treated at 13:19:02 on (B)(6) 2019, while CPR/motion artifact obscured the ECG. The patient's post shock rhythm was asystole. The response buttons were not pressed during the event. The patient passed away on (B)(6) 2019.